Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an intermittent chiller fault in an arctic sun device. The faulty chiller would be replaced. An electrical safety test would be performed, and the system would be sanitized, functionality would be evaluated for compliance with manufacturing specifications and device would be calibrated.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the chiller did not perform to specification. Chiller was replaced. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was an intermittent chiller fault in an arctic sun device. The faulty chiller would be replaced. An electrical safety test would be performed, and the system would be sanitized, functionality would be evaluated for compliance with manufacturing specifications and device would be calibrated.